Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 90 days. Manufacturers investigation conclusion: a correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The account reported rectal bleeding. Egd and colonoscopy were negative. The event was resolved by withholding asa and warfarin, along with an IV iron supplement for an iron deficiency. The patient was discharged home. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had an esophagogastroduodenoscopy (egd) and a colonoscopy which were unrevealing. Another colonoscopy was done (B)(6) 2019 that was noted to have ulcerated mucosa in the cecum, which was concerning for ischemia. Biopsy pathology confirmed ischemia. Lactate was within normal limits. A computed tomography angiography (cta) was negative for mesenteric ischemia. The patient's abdominal pain and bright red blood per rectum (brbpr) resolved with by holding asa and warfarin. The patient did not require blood transfusion but their iron stores were low and was replenished with 2 days of intravenous (IV) iron and was transitioned to oral ferrous sulfate and prophylactic stool softener upon discharge.